Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Good condition with no appearance of any physical damaged. Force sensor bridge test was found in device's event history log. The technician performed power up process, checked and tested force sensor. The reported issue was unable to be duplicated at power up and all the force reading were within the required specification. The reported issues was unable to be determine. The technician replaced force sensor for preventative measure. Performed preventive maintenance and all functional testing which passed.

Event description:
It was reported that the force sensor bridge test failure occurred. No patient injury was reported.